Event description:
The contralateral pull wire was caught on the hooks during jacket retraction and was resolved with a guide catheter. Due to tortuosity a wall stent was placed in contralateral limb.